Event description:
It was reported that before use with a prismaflex st60 set, an external fluid leak under the venous chamber was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported during follow up that a self test failure alarm was generated by the device. The set was examined for possible leaks and the leak was observed. H10: the device was received for evaluation. A leak was observed at the level of the deaeration chamber, between the deaeration chamber and the return line. Visual inspection of the leak showed a hole in the return line, near the gluing site. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.